Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins wasn¿t charging and the patient hadn¿t been able to get in contact with anyone from the manufacturer. They stated that the patient indicated that when they plugged the recharger in, the recharger charges, but when they attempt to charge the ins, the charge isn¿t being transmitted. It was reported that the caller ¿guessed this had been occurring for at least a couple of weeks¿. The manufacturing representative reported that the pt had ins replacement on (B)(6) 2020, due to recharging issue. Rep didn't have further detail.